Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the outreach clinic with a driveline 90% covered in either electrical tape or rescue tape. No log file was available for analysis. Patient was not noted to be symptomatic at the time of observation. The plan of care for the patient was continued coverage of the driveline with rescue tape. Care will be taken to ensure the driveline is appropriately wrapped/covered to protect wiring or percutaneous lead exposure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted photos confirmed that the majority of the external portion of the patient¿s driveline was covered in a rescue tape repair. Examination of the submitted photos revealed that the majority of the external portion of the patient¿s driveline was covered in a rescue tape repair. It should be noted that a clamshell repair was present around the distal end of the patient¿s driveline. The underlying silicone jacket was only visible near the exit site and distal end of the driveline, and no tears or cuts were observed. The images were inconclusive for any areas of potential wire compromise. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no additional complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.